Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had multiple motor stalls noted in the event logs without a motor stall. The most recent motor stall was on (B)(6) 2011. The patient had not experienced withdrawal symptoms associated with the motor stall. The medications being delivered via the device system were bupivicaine, and morphine.